Event description:
Attorney reported: in 2002 - the patient had hernia repair surgery performed. During such surgery a composix e/x mesh patch was surgically implanted in the patient's body. In 2009 - the [composix e/x] kugel patch inserted in plaintiff's body gave rise to an infection, causing him severe pain and suffering. The composix e/x mesh patch was removed. As a direct result of the defective condition of the composix e/x mesh patch implanted into the patient's body, the patient has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, embarrassment, mental anguish, loss of capacity for the enjoyment of life, expenses of hospitalization, medical and nursing care treatment, loss of earnings, loss of the ability to earn money in the future, and a shortened life span.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.